Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that customer received a no delivery alarm. Customer's blood glucose was 334 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and customer had to rewind and received alarm. Customer states insulin did not exit with plunger push. Customer was able to resolve no delivery with reservoir and tubing set, not site. No further info provided.

Manufacturer narrative:
Reliability analysis evaluation was performed on 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies and none were found. The reservoir passed the occlusion test.